Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an adverse skin reaction while wearing an adc freestyle libre sensor. Customer reported she experienced itching the day she applied the sensor and when the sensor detached after 4 days of wear, she observed peeling and "weeping" at the sensor site. Customer self-treated with "steroidal spirazone ointment" that was previously prescribed for a rash. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection was performed on the sensor patch and no issues were observed. The adhesive was returned and observed to be still on the sensor. Extended investigation has been performed for the reported complaint. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed and no abnormalities were found. The investigation showed all processes were effective. No product deficiency was identified. Additional information; device manufactured date has been updated based on returned product download.

Event description:
Customer reported experiencing an adverse skin reaction while wearing an adc freestyle libre sensor. Customer reported she experienced itching the day she applied the sensor and when the sensor detached after 4 days of wear, she observed peeling and "weeping" at the sensor site. Customer self-treated with "steroidal spirazone ointment" that was previously prescribed for a rash. There was no report of death or permanent injury associated with this event.